Event description:
A (B)(6) g1nowp1 who delivered via pltcs for arrest of descent. In the pacu, patient was noted to have uterine atony and pph. Prior to transfer to end of her pltcs, patient had received 40u pitocin, 1000mcg cytotec pr, methergine 0.2mg x 1, hemabate 0.25mg x 1. Ten 1000cc of blood and clot expressed with bimanual exam in the pacu. Her vital signs were significant for sinus tachycardia of 150-160's -she was normotensive, afebrile, and spo2 was 98-100% on ra-. Her physical exam was notable for an acute abdomen, a boggy uterine fundus, and extreme pallor. Decision was made to emergently transfer patient back to operating room for an exploratory laparotomy. Massive transfusion protocol was activated. Upon entry into intraperitoneal cavity, approximately 1l of blood was evacuated, with the source of the bleeding from throughout the hysterotomy. A series of figure of 8 sutures were placed along the hysterotomy to achieve hemostasis. The uterus was also noted to be extremely atonic. A total of 5 b-lynch sutures were placed -1 with 0-pds and 4 with 0-vicryl-. Bilateral o'leary stitches were then placed. Reinspection of the hysterotomy revealed a left-sided, inferior cervical extension that had been originally repaired at the time of her pltcs. After dissection for adequate exposure, a small opening at the apex of this extension was noted to have brisk bleeding. This defect was closed with 0-vicryl with 2 figure of 8 stitches. The entire hysterotomy was then noted to be hemostatic. Intraperitoneal jp drain was placed. Uterotonics were given alongside patient's fluid and blood product resuscitation. Given that the hysterotomy was noted to be hemostatic, decision was made to close the fascia. Fascia was closed with 0-vicryl in running fashion. Skin was closed with staples. Given continued uterine atony and vaginal bleeding, decision was made to place a bakri balloon. Bakri balloon was successfully placed and filled with approx 360cc. Cystoscopy was then performed by in conjunction with urology. Cystoscopic findings notable for brisk efflux on right with indigo carmine and sluggish efflux of indigo carmine from left uo -of note, patient has a history of possible left nephrolithiasis for which she was admitted during the third trimester of her pregnancy-. Given the sluggish efflux from the left uo, wire was fed through left uo and resistance was met after 2.5-3.0 cm proximal from the uo. Minimal return in the bakri balloon bag was noted -approx 50cc- and decision was made to observe the patient while anesthesia continued their resuscitation. During observation, serial labs were drawn, which were concerning for dic. Hct nadir of 16 -per I stat-. Plts nadir of 68. Fibrinogen nadir of 170, and inr 2.1. Jp output over approximately 45 minutes was approximately 300ml of bright red blood. Her physical exam was notable for increasing abdominal distension. Her vitals at this time were stable. Cervix was examined using weighted speculum and retractors, and no cervical laceration was noted. Given concern for continued bleeding and dic, the decision was made to perform a repeat exploratory laparotomy. Upon entering the abdomen, approx 500cc was evacuated and hysterotomy was noted to have a 3-4 cm opening. The bakri balloon was immediately needle decompressed, then completely removed through the vagina. The hysterotomy was then closed in running, locked fashion with 0-vicryl. Uterotonics were again administered -see total above- as anesthesia continued fluid and blood product resuscitative efforts. Vitals were again noted to be stable. Hysterotomy was noted to be hemostatic. Jp drain was replaced -original removed at time of re-entry into abdomen-. Fascia was closed with 0-vicryl. Skin was closed with staples. Axr at end of case was negative for foreign body. She was then transferred to ICU. Diagnosis or reason for use: obstetrical hemorrhage. Event abated after use stopped or dose reduced: yes.